Event description:
A repair request was sent reported with an issue, complaint description of "I have a connection error", so I would like to check" . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation service repair noted the reported issue of "connection error" was not reproduced , however, the adhesive part of the curved rubber (insertion section) was found missing. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation updates from service olympus repair center (sorc) . Communication with olympus repair center (sorc) , reported the "no image" phenomenon which was selected by the initiator on the reported issue regarding the" communication/connection error" initially reported by the customer could not be confirm during the device evaluation . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to an abnormality (failure) in the connector unit (internal electric board and electric parts mounted on the internal electric board), or an abnormality (failure) on the system side. Olympus will continue to monitor field performance for this device.